Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the new patient was not showing on device. The customer stated that the issue occurred while a user was trying to issue medication to a patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data sync service on the sync server did not start properly after a reboot. This issue prevented the station from communicating with the es server. A technical support specialist (tss) started it manually and confirmed that all stations were communicating normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the new patient was not showing on device. The customer stated that the issue occurred while a user was trying to issue medication to a patient. However, there were no adverse events or injuries reported based on this event.